Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will power off by itself after printing or selecting a code summary case.  There was patient use associated with the reported event; however, the customer has advised physio that the device use did not impact the patient's outcome.  The customer further advised physio that the patient's outcome, as well as other details about the patient, was not available.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio downloaded the electronic records from the device and was able to verify that there were three (3) inappropriate losses of power during the event.  As a precaution, physio replaced the device's battery pins. Physio also recommended to the customer that they replace their device's battery due to its age.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.